Manufacturer narrative:
Stryker further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a failed crystal, designator y1, on the single board computer.

Event description:
The customer contacted stryker to report that their device is intermittently not completing the boot up process. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device is intermittently not completing the boot up process. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's system pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.